Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a return of symptoms with urgency which had been going on for at least 3 days and was really bad the night before the report. The patient decided to check their ins the day of the call and got a power on reset (por) message. The patient noted the last time they had checked the system was around the holidays. The patient reported they thought it was close to time for having the device replaced. The patient was going to call healthcare providers they found online to see if one would take them to check their battery and clear the por. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported they their battery all of a sudden went out and they did not have a warning like they usually did. The device was replaced. No further device issue alleged / identified. No further patient symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.